Manufacturer narrative:
The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that an ht70 ventilator generated an abnormal noise at the start of inspiration. The ventilator was not in use on a patient at the time of the reported event. To address the issue, the mixer was replaced. The mixer was returned to medtronic for evaluation. An investigation was performed and the reported condition was confirmed.